Event description:
Customer reported tubing was cracked in the lower third of the tubing. End user states they hung the drip, and it immediately started leaking from the crack. No harm to pt. States no other details about pt or event are available.

Manufacturer narrative:
(B) (4): the product was received. Investigation is not complete. A f/u report will be submitted with any relevant info.